Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set was damaged. The following information was received by the initial reporter: situation/background: lines are being primed and hung on patients with central lines per unit protocol. There have been four instances that air has been found in the line after it has been running. One baby decompensated immediately and needed resuscitative measures and 24 hours later went to emergency surgery due to nec from lack of blood flow (air) getting to baby. One baby had perfusion changes on half side of its body and recovered. Two other babies the air was caught before it reached the patient. When the baby is in a swing that is on the ground, the filter stays with the baby, but this is typically when we are getting air in lines. Our process looks normal for what we've always done and been educated; but what else would be causing the air in the line based on the infant's location relative to pumps since the filter is remaining with her????